Event description:
Related manufacturer number: 2017865-2023-17802. It was reported that the patient presented at a follow-up in-clinic. Upon interrogation, it was noted that the right atrial (ra) and right ventricular (rv) lead exhibited noise and oversensing was not verified. No intervention was performed, and the leads will continue to be monitored. The patient was in stable condition.